Event description:
Information provided states that the locking mechanism on an implanted cetra 3-level cervical plate failed at level c6. The patient underwent a revision surgery where a corpectomy was required.

Event description:
Product was returned for investigation.

Manufacturer narrative:
The cetra plate (pn:(B)(4) ln: e11) was returned for investigation. The locking tab sheared off the plate. The locking tab likely failed because of ductile overload and ductile shear overload on the screw. Material deformation was present on the contact edge of the locking tab. The locking tab could have been subjected to overload by leaving the screws proud causing the locking tab to stress at fillet which is weaker cross section of the design. .a review of the product DHR showed that all inspections met design specifications. A review of agile ncmr databases did not reveal any non-conformances related to this investigation.